Manufacturer narrative:
Patient age at time of event: over 18 years of age. (B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual inspection revealed that the coil was severely stretched and kinked at proximal end and was covered in dried blood. The interlocking arm of the coil had been pulled off and had not been returned for analysis; weld marks were evident on the coil. A test delivery wire was advanced in the returned catheter to determine if there was any coil or interlocking arm present, however, blood and thrombosis was removed from the catheter shaft and there was no coil or interlocking arm present. Microscopic inspection revealed that the zap tip shape and surface was smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 18aug2015. It was reported that the coil got stuck in a catheter. A 8mm x 40cm interlock -35 was selected for treatment. During a procedure, the coil got stuck in a microcatheter. The procedure was completed using another of the same device. No patient complications reported. However, device analysis revealed that the interlocking arm of the coil was broken.